Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/oct/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reasons for reoperation were capsular contracture, baker grade iii, malposition not related to the device, age of implant, and patient desired smaller size.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional additionally reported malposition; this event is not related to the device. Surgical treatment occurred. Device has been explanted.